Event description:
The physician reported that the patient had an increase in depressive symptoms and wanted to know whether this was a potential side effect of the vns. No further relevant information has been received to date.